Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged with another lens of a different model due to residual hyperopia with diplopia that resulted in decreased vision and difficulty with daily activities. The device was not returned for analysis. There are two medical device reports associated with this event. This report is associated with the right eye.